Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, the operator opened the pouch of a bakri tamponade balloon catheter and discovered there was no inflation fitting on the device. The patient lost 500ml of blood prior the attempted use of the device, and 300ml after the attempted use of the device. The procedure was completed by using another new device. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examinations were performed. Photos were provided by the user facility which showed the device without a female luer lock adapter. A document-based investigation evaluation was performed. No related nonconformances were recorded, and no other lot-related complaints have been received. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that manufacturing event likely contributed to this event. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 12nov2020. The patient lost 500ml of blood prior the attempted use of the device, and 300ml after the attempted use of the device.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the operator opened the pouch of a bakri tamponade balloon catheter and discovered there was no inflation fitting on the device. The procedure was completed by using another new device. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information has been requested.